Event description:
Customer allegedly received the following results on an aviva meter, compared to lab results, within 10 minutes: 96 mg/dl (meter) and 42 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.